Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine checks that a cs300 intra-aortic balloon pump (iabp) had electrical test fails code #50. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, machine was cleaned from the inside. Motor control pcb was taken out, cleaned, and all connections were reconnected. Now the machine is working properly without any alarms. Machine has been handed over to the hospital in good working condition.